Event description:
Customer stated "when she plugged, it started smoke at the wall socket, and then she saw fire on the cord." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the cord had been twisted which caused stress on the point of entry into the switch. There were no signs of the plug itself catching fire. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.